Event description:
It was reported during follow-up that the pulse generator was found to be operating in backup mode. The patient had been receiving radiation therapy. The device could not be restored due to battery depletion. The device remained implanted.

Event description:
New information noted that the device was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.